Event description:
According to the available information, the anchor and suture on the static anchor side separated [static ¿ suture to mesh break (delamination)]. The dynamic anchor was not positioned yet. The static side pulled out with minimal pressure. Another sling was used to successfully complete the case.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report (nc), and CAPA. No ncs nor capas were identified. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. A photograph was provided in which the static suture to mesh (delamination) can be confirmed. Without the benefit of analyzing the device under a microscope, quality cannot confirm the root cause of the break. If the device becomes available, or additional information is received, a follow-up report will be submitted.